Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Based on the received x-rays no statement in connection with the reported complaint condition can be done. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the complained device shows that there are mechanical damages on entire part's surface. In particularly the threads and the head are badly damaged. The coated thread is plastically deformed and the coating is partially removed from the thread dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/ specification review:: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition is confirmed due to the several damages found on the device. Because of the damage, it is not possible to measure the relevant dimension. Multiple factors can lead to technical difficulties during removal. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are froming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during removal can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 04.019.040s lot: l042720 manufacturing site: grenchen release to warehouse date: 06.jul.2016 expiry date: 01.jun.2026 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a hardware removal on (B)(6) 2019, an unknown driver did not hold the multiloc screw. The surgeon was then unable to remove the screw. On (B)(6) 2018, the patient had an unknown surgery for humeral diaphyseal fracture with multiloc humeral nail. During the procedure, the surgeon removed the surrounding tissue and extracted the screw with the driver. Since the bone around the screw had been removed, the strength of the bone seemed to have decreased greatly. Other multiloc screw(s) held by the driver and removed successfully. There was a surgical delay of seventy (70) minutes. There was no patient consequence reported. Concomitant devices reported: unknown driver (part #: unknown, lot #: unknown, quantity: 1), multiloc humeral nail (part #: unknown, lot #: unknown, quantity: 1), multiloc screw (part #: unknown, lot #: unknown, quantity: unknown). This report is for one (1) 4.5mm ti multiloc screw length 40mm-sterile. This is report 1 of 1 for (B)(4).